Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Litigation alleges patient suffers from inflammation, pain, tissue and bone loss, and elevated cobalt and chromium levels. Update in addition to what were previously alleged, pfs alleges injury. After review of medical records, patient was revised to address right total hip arthroplasty, metal-on-metal components with increased chromium levels, and increase in pain. Revision notes reported infection, acetabular component and the liner had broken loose and not completely released away in normal position and rotated the screws, caused medial migration and subsidence of components. Doi: (B)(6) 2008 - dor: (B)(6) 2016 (right hip).